Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had recently taken a fall with a broken arm. The patient developed pocket and or pectoral stimulation soon after the fall. Reprogramming the lead did not resolve the issue. The right ventricular lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.